Event description:
It was reported that during a surgical procedure at the user facility, the device overheated. No patient involvement, medical intervention or clinically significant surgical delay were reported. It was reported that during testing conducted by at the manufacturer facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. As this occurred during testing , no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.